Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a precharge voltage error message. This prevented the system from booting, resulting in a loss of imaging functionality. There was no pt injury or death reported.